Manufacturer narrative:
(B)(4): physio-control evaluated the device; however the reported failure was not duplicated. Physio-control is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device powered itself off and on during patient use. It was reported that the failure did not have any adverse effects on the patient. There was no other information regarding the event or the patient provided.